Event description:
Customer stated going to the dr due to a reading of 335 mg/dl. Customer indicated three hours later had read 357 mg/dl and dr's meter was 158 mg/dl. No treatment was rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.